Event description:
(B)(4) received for actis hip system. The actis hip system was involved in a comparative analysis with a competitor stem. The data was pulled from the premier healthcare database from (B)(6) 2016 to (B)(6) 2023. (B)(4) actis stems were identified. At this time, it¿s unknown the manufacturer of the acetabular cup or acetabular liner. Unk hip femoral construct actis (qty (B)(4)): (B)(4) patients underwent a revision for deep infection within 365 days. (B)(4) patients underwent a revision for superficial infection within 365 days. (B)(4) patients experienced an intra-op periprosthetic fracture. (B)(4) patients underwent a revision experienced a post-op periprosthetic fracture within 365 days. Unk hip femoral stem actis (qty (B)(4)): (B)(4) patients underwent a revision for aseptic loosening within 365 days. Unk hip femoral head (qty (B)(4)): (B)(4) patients underwent a revision for dislocation within 365 days.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.